Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. The peritonitis was manifested by abdominal pain. The patient was hospitalized three days later for the reported event. The treatment for the peritonitis included ceftriaxone (dose and frequency not reported) intravenously (IV). The patient was discharged a few days later and was reported to have recovered from the peritonitis. At home, the patient continued the treatment with ceftriaxone for 21 days from discharge. The pd therapy was ongoing. Additional information was requested, but is not available at this time.